Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Event description:
Patient was hospitalized due to hyperglycemia (values not provided) and vomiting. An educator met with the patient and reviewed the infusion device and infusion set, and no issues were noted. Patient also delivered insulin via pen without success. After an examination, the patient was diagnosed with diabetic ketoacidosis and told to discontinue use of the infusion device system. Patient was treated with an intravenous insulin infusion. No additional information was provided. It is unknown if any product will be returned for evaluation.

Manufacturer narrative:
Treatment start date was unknown. It is unknown if product will be returned for evaluation. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.